Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection, and three separate delivery accuracy testing were performed. The customer problem regarding delivery accuracy was unable to be duplicated. According to the investigation, three different delivery accuracy tests were performed and all of which were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump. No problem found and no action required.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump experienced under infusion. No adverse effects reported.